Manufacturer narrative:
(B)(4).

Event description:
It was reported that high capture thresholds were observed on the atrial lead. No patient symptoms were reported. The lead was capped and replaced. The patient was noted to be in good condition following the procedure.